Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the needle tip broke. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.